Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the device battery is depleting sooner than it should. The device is past recommended replacement time. It was further reported by the family that the patient is nearing "end of life", the defibrillator was programmed to off and the "lead that worked the most has been turned off". The device will not be replaced.